Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. The exact cause of the reported event could not be conclusively determined. However, based upon the information from the facility there was the possibility that the reported phenomenon was attributed to the failure of the power supply circuit board or the image processing circuit board due to the normal aging deterioration because ten years and eight months had passed from the subject device had been manufactured. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that the endoscopic image was disappeared while the otv-s190 (video system center) was connected to the subject device during a therapeutic procedure due to the power failure of the subject device. The endoscopic image was restored after a while. The user facility completed the intended procedure with the subject device. There was no patient injury associated with this report.